Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected thyroid stimulant hormone (tsh) result on one patient's sample that was generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory. The patient was scheduled for an immediate thyroidectomy due to the lower than expected tsh results. When the physician saw the tt4 result (not supplied), the physician requested the tsh to be repeated. The repeat tsh results were >100 uiu/ml and the surgery was cancelled. Patient treatment was not affected in this event.

Manufacturer narrative:
Sample is li heparin and was centrifuged for 6 minutes at 3000rpm. Per the customer, qc was within the customer's established ranges prior to and after the erroneous results. Service was not dispatched for this event. No clear root cause could be determined for this event.